Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a rotator cuff procedure the customer's micro tornado handpiece with buttons was making a funny noise and the handpiece began heating up. The sales rep stated that the shaver then started to shred and creating metal shavings in the patient. The sales rep stated that the surgeon stopped using the device immediately. The sales rep confirmed that the surgeon removed the metal shavings and no debris was left in the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences but there was a two minute delay. The device will be returning for evaluation.

Manufacturer narrative:
The device was received and evaluated. Visual observation reveals that the wire that is used to attached the cap to the fischer connector is not attached to the cable. There are no other no anomalies on the device. Also under magnification there were no anomalies noted inside of the shaver where the burr or blade are inserted into the hand piece. No defects were observed in the o-ring, tissue seal and the interior of the hand piece housing. The device was connected to an fms vue pump and a blade was installed in the hand piece, the blade was placed in a beaker of water and it was tested. All of the buttons were tested several times and the device functions as intended. There was no evidence of any shedding or metal fragments from the hand piece or blade. The hand piece was activated for several minutes and there was no evidence of excessive heating in the hand piece. The burr or blade that was used in this procedure was not returned, therefore not available for evaluation. So it cannot be determined if the metal fragments were from that. This complaint cannot be confirmed. There are two potential root causes that might have caused the reported defect. One is that there wasn¿t a liquid flowing through the hand piece during use as instructed in the instructions for use (IFU). The second potential root cause could be applying excessive lateral force on the blade when the device is being used. The IFU warns the user to not apply an excessive lateral force. Based on the information provided, we cannot determine the actual root cause of this complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the depuy synthes mitek complaints system no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).